Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has occurred in patient anatomy and caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that upon advancement in the patient, the stent dislodged proximally into the shaft of the stent delivery system. There was no patient injury. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). (B) (4). Results: quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without any blood visible. There was contrast in the inflation lumen and in the balloon. The stent implant was partially explanted and smashed on the proximal end of the balloon. The proximal end of the stent implant was at the proximal balloon seal. There were multiple bent struts in the entire length of the stent implant. There was no other damage noted to the stent implant. The balloon was loosely folded and smashed. There were crimp marks on the balloon between the markers. There were no kinks or damage noted to the inner member or tip. There was no other damage noted to the sds. The tip seal length was measured and met manufacturing criteria. The stents outer diameter measurements could not be taken due to the stent damage. Quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion.